Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "check therapy pad" messages. A us distributor reported that a patient's electrode belt's cable was damaged or had wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ and ¿check therapy pad¿ messages, damaged cable) was confirmed due to the cable being pulled internally, damaging all wires in the cable. The root cause for the pulled cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.